Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 498 mg/dl. The customer does not understand why the pump would not give her insulin. Customer was explained that early when she tried to bolus she still had too much active insulin on board that is why the pump would not give her anything. Customer stated that she understand now.